Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2011 and subsequently expired on december 22, 2011 after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs #1225714-2014-00729, 00730, and 00731, 2937457-2014-00328 and 00329.